Manufacturer narrative:
Per the clinic, the patient experienced pain and swelling over receiver stimulator package. Subsequently, the patient was treated with IV antibiotics for a duration of two weeks (specific date not reported) and several rounds of oral antibiotics (specific date and duration not reported), however, the issue could not be resolved. The patient was reimplanted with another cochlear device (specific date not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an infection (site of infection not confirmed). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.